Event description:
Product: 66006466 provil novo l.f cd2 6x(2x50 lot no.:360018 exp 2014/07. This took place in (B)(6). Patient was a (B)(6) old baby born with pierre robin sequence. To treat this defect, planned dentist to take an impression of the upper jaw. Patient were treated with CPAP only. Dentist tried three times to take the impression with xantropen m mucosa. The material did not set. The clinic has used this material and combination for many years with good results. For that reason, they didn't have any other material of a choice to make a fours try at the clinic. For that reason, the prosthetic department recommended provil fast set light lot 360018 exp 2014.07. When removing the impression, one part of the provil fast set light material was stuck in the upper airway to the nose and closed for further breathing. The material having a good fit was not possible to remove. The baby had no chance to breath. The heart stopped. The emergency team was called in, heart massage. The baby puts in a general anesthesia for four (4) days and the "plug" can be removed. The incident will not have any effect on the child in the long term at all as doctors judgment. Follow-up treating dds and the clinic put up a report to medical products agency. Internal secure system at (B)(6) is checked and up-dated. Meeting with manufacturer heraeus kulzer dental. Clinic receive new xatropen m mucosa and universal plus without charge with different lot number. Comments: this incident occurred in (B)(6). This is reportable according to 21 cfr 803. This is a serious injury as defined in 803.3 as this required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Provil novo was discontinued for sale in north america in 2013, however, some product likely remains in offices at this time. Also, our current product flexitime is substantially equivalent to the product in question. For these reasons, and out of abundance of caution, this incident will be reported.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Upon evaluation, the products performed within specifications. The hardness was appropriate and no product failure was noted. The failure was related to the patient's condition, failure to follow instructions in mixing the appropriate material, and inappropriate use of the device in question. Evaluation summary: the report on the xantopren m material send from (B)(4), the retained material of this batch and another batch. I can summarize it as follows: 1.when correctly mixed, all three samples work fine in the expected curing limits. 2.when activator is over-dosed with xantopren m, the material does not harden, neither of the three. 3.another xantopren function (l), does not behave similarly when overdosing activator universal plus. 4.the use of xantopren m and provil novo is an off-label use and totally in the responsibility of the applying dentist and his experience. We clearly recommend in the IFU not to use the xantoprens for children: here, the dentist saw a smaller risk for the child to do an impression than not to perform an impression at all. It is a healthcare professional's decision we cannot judge and which is on his own risk. Nevertheless, we have to report due to the serious outcome. From the activator universal plsu label: flammable. Inhalation can cause health problems. Eyes, respiratory organs and skin can be irritated. In an emergency, rinse off immediately with copious amounts of water and consult an eye specialist. Avoid skin contact. Wear protective clothing. Wear suitable gloves (en 374, category iii, e.g. Dermatril from kcl, germany).do not swallow or ingest. If health problems arise after swallowing impression material, seek medical attention immediately. Intestinal blockage may arise in rare cases. Hypersensitive persons may experience an allergic reaction to the product. Not recommended for breast feeding patients and children under 6 years. For use by dental personnel only. The decision to use provil novo instead of xantopren was not based on the experience and evidence of the using dentist but the recommendation of a prosthodontist that have no experience with the use in this very special and rare indication. We did not know about such a possible use. Until now the material could have been used in such an indication but this is no normal use for such a dental impression material.